Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18985276/19018168, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient wanted to improve the stimulation coverage. The patient underwent an ipg and lead replacement procedure. The patient was reportedly doing well postoperatively.